Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving the m31 air detected in cassette warning during fill 1 of 3 of treatment. The patient was connected during incident and air bubbles were found in patient line, the fresenius technical support representative advised the patient to re-setup with new supplies. There was no patient harm or adverse event indicated. Upon follow up, the patient stated a fluid leak was discovered from the cassette door of the cycler during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. Additional follow-up with the peritoneal dialysis registered nurse (pdrn) revealed the patient reported the fluid leak occurred prior to the receiving m31 air detected in cassette message in fill 1 of 3 of treatment. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to re-setup supplies and complete peritoneal dialysis treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the current cycler with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to be returned for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving the m31 air detected in cassette warning during fill 1 of 3 of treatment. The patient was connected during incident and air bubbles were found in patient line, the fresenius technical support representative advised the patient to re-setup with new supplies. There was no patient harm or adverse event indicated. Upon follow up, the patient stated a fluid leak was discovered from the cassette door of the cycler during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. Additional follow-up with the peritoneal dialysis registered nurse (pdrn) revealed the patient reported the fluid leak occurred prior to the receiving m31 air detected in cassette message in fill 1 of 3 of treatment. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to re-setup supplies and complete peritoneal dialysis treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the current cycler with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to be returned for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving the m31 air detected in cassette warning during fill 1 of 3 of treatment. The patient was connected during incident and air bubbles were found in patient line, the fresenius technical support representative advised the patient to re-setup with new supplies. There was no patient harm or adverse event indicated. Upon follow up, the patient stated a fluid leak was discovered from the cassette door of the cycler during an unknown phase and cycle of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. Additional follow-up with the peritoneal dialysis registered nurse (pdrn) revealed the patient reported the fluid leak occurred prior to the receiving m31 air detected in cassette message in fill 1 of 3 of treatment. Per pdrn the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to re-setup supplies and complete peritoneal dialysis treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the current cycler with no further issues. The liberty cycler set used by the patient was discarded and was no longer available to be returned for physical evaluation by the manufacturer. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.